Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that they have had a tooth break off. And they are going to see their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.